Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic robotic sleeve gastrectomy procedure. Early in the procedure the powered stapling device was set up on its own table, untouched by anyone, fully set up but not loaded. The device was making strange noises, as if a ghost were using it. The lights were all solid except for the reload indicator because it was not loaded. The surgeon closed the reload after firing it in order to remove it from the trocar. Once removed, attempted to open the stapler, but could not. Tried holding down the silver button as well as both the blue and silver buttons in order to open up the reload, but could not. The adapter would not release the reload. The reload was slightly angled and were not able to straighten it out. Finally, the reload opened somehow and was able to be removed. In order to resolve the issue and complete the case, used another powered stapling handle. There was no patient harm. The patient outcome is alive, no injury. The device sterilization method is autoclave and the type of "cleaningis" manual.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom was uploaded and indicated 20 autoclave cycles for the handle. A pmv representative adapter and single use loading unit (sulu) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.